Manufacturer narrative:
A medtronic representative evaluated the system and discovered that the main fuses on the mobile view station were open. Upon replacement of fuses, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after taking an image during a spinal fusion case, the monitor on the mobile view station went black. Despite trying different power outlets, the mobile view station would not power back on, so the site discontinued use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was successfully completed using a c-arm, with no adverse effect on patient outcome.